Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma- late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma- late.

Event description:
Healthcare professional reported left side seroma diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion and yellow particles material was found on the shell and no openings were found in the device. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: there were no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported left side seroma diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.